Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received states that the device was explanted and a new device was implanted. There were no complications during the procedure.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient controller showed replace generator message. An application update was performed however the error message was still shown. Patient lost effective therapy. A surgical intervention is anticipated in the near future. No additional information is available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.